Event description:
It was reported the pt went to the ER for a possible infection at his ipg site. F/u with the physician's office identified the pt had hit the ipg location with the car door and felt discomfort at the implant site. The discomfort caused the pt to go to the emergency room for care. The physician examined the implant site and stated everything looked normal and there was no sign of infection. All issues have now been resolved with the pt and no medication was prescribed.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.